Manufacturer narrative:
(B)(4). A retrospective review of the reported complaint condition: "does not control foot pedal" indicates a product malfunction which could possibly necessitate intervention. (B)(4).

Event description:
(B)(4). A retrospective review of the reported complaint condition: "does not control foot pedal" indicates a product malfunction which could possibly necessitate intervention. (B)(4).